Manufacturer narrative:
The junction box and foot motor were returned for evaluation, however subsequent testing could not verify the complaint of the unit having a hot, burning smell or producing noise. Per the expanded evaluation report, the unit did not produce a spark or burn during operation, nor was there an abnormal noise observed. However, when connected to a test pendant and power supply, the foot motor began to operate in the "foot down" direction without initiating a signal from the control pendant, indicating that the k5 relay was closed. All other functions operated properly when the corresponding buttons were pressed on the pendant.should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that the consumer alleged when using the hand pendent to run the foot section, the motor makes a noise. The consumer stated it will not raise, and the consumer can smell a hot, burn smell. The junction box and foot motor were returned for evaluation. Per the evaluation, the complaint was not confirmed for the hot, burning smell or the motor producing noise. However, when connected to a test pendant, the foot motor began to operate in the "foot down" direction without initiating a signal from the control pendant.